Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display became unresponsive and did not respond to standard restart procedures, and a replacement device was arranged. Symptoms included no device-generated alerts or alarms. Outcomes included temporary loss of pump functionality with continued cgm use advised until the replacement arrived. Investigation included customer troubleshooting and remote assessment. Investigation of this device revealed powers on when charged however due to the cracks in the display in various locations, the device will not wake or operate properly. Source of the cracks appears to be caused by some sort of an impact.